Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited noise over-sensing of electromagnetic interference which resulted in delivery of inappropriate anti-tachycardia pacing (atp). No intervention was performed. The patient was stable.